Event description:
Event: post implant intervention. Case details: the patient was implanted in 2002. One hour post successful implant, the patient complained of clausadia. A CT scan revealed a thrombosed left leg. An endarectomy was performed to treat the thrombosed leg.